Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse phone called and found that the account was getting low areas on the patients but not on controls. Walked the customer thru replacing the sample needle. Called back 20 min later with same problem. Told them to recheck the waste and try and run with the tops off the tubes. The waste bottle was full and as soon as they emptied it the total areas came back up to normal. The most probable cause of the reported event was a waste bottle was full.

Event description:
On (B)(6) 2017, the customer reported low total areas on capped and uncapped whole bloods with their hlc-723g8 analyzer. Customer states there are no leaks from filter or column, has full bottle of h&w, confirmed waste is not kinked/occluded. Went through warmup, ran qc (biorad), capped and uncapped whole bloods, all capped and uncapped bloods have low total areas, only got results for one sample. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.